Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip. It was stated in the report that fluid leakage was observed at the connection point of the pressure sensor. Tightening the connection did not improve the situation. Then the set was replaced. There was no patient involvement reported.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.